Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted with suspected premature battery depletion however it was known/reported that the left ventricular lead had been programmed with high outputs. The explanted unit is expected to be returned for analysis and no other adverse patient effects were reported.